Event description:
International affiliate reports pt had a sudden onset of abdominal pain five days after original hernia repair in 2005. A CT scan showed herniation of the small bowel through the mesh causing intestinal obstruction. Laparotomy performed in 6 days later. A five inch tear in proceed mesh with the bowel herniating through was observed. The toar was not related to the suture line fixing the mesh. The device was removed and replaced.